Manufacturer narrative:
Investigation codes: updated investigation summary: the images received showed a leak at the junction of component 3 lumen tube- 00-166-96 to manifold, molded- 00-176. One (1) sample was returned under part number di-60hl, l/n: 4305708 for evaluation without its original packaging in decontaminated condition.the complaint sample was visually inspected, at 12¿ to 16¿ under normal conditions of illumination. The sample was received with the two tubing extension, 12" 00-213-12 cut. Since the sample was received cut, it was not possible to perform the functional test, because the tubing extension, 12¿ 00-213-12 is where the distilled water is introduced to perform the functional test. The functional test cannot be performed but the complaint was confirmed according to the images received. Root cause was not determined. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
Device mfg date: unknown. The reported lot# 4305708 and catalog# di-60hl did not pull up any information in the system. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a circulating water leak. This occurred before patient use/during priming at facility. There was no patient involvement and no patient harm/adverse event reported.